Event description:
According to the reporter: the issue occurred during segmental of lung and thoracoscopy. The surgeon used the device on the 6th firing for segmental resection of lung. The surgeon clamped the tissue and pushed the green button however, the jaws opened by itself. The surgeon removed the device from the tissue, closed the jaws, pushed the green button, and tried to open the jaws by hand, and they opened easily. The surgeon stopped using the device. The patient has no injury